Event description:
It was reported that during a device check, intermittent low pacing impedance was noted on the right ventricular (rv) lead. Once the pocket was opened, cracks in the insulation were noticed near the pin. The rv lead was capped and replaced on (B)(6) 2025. There were no adverse health consequences; the patient was stable.